Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0yfej, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported having good therapy until about a week ago. Stimulation sensation had also changed to his leg rather than his rectum. The patient was in program 1 at 1.50, and then he switched to all the other programs and they all stimulation his leg. There was no trauma or falls that could be related to this issue. The patient had an appointment with the healthcare provider (hcp) in 5 days. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. 8 days later the patient reported that he had 2 accidents. One was last night and one this morning. The patient felt stimulation and at times he did not. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.